Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a "wound where the wire is" that had gotten infected. It was stated the wound started in (B)(6) following implant and that the infection started in september. The patient stated they have it presently "wrapped with some sort of antibiotic" to help it so it doesn't get infected again. They also said the "wound won't heal." It was stated in september when it got infected they "opened it back up."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Again in december they "opened up" the patient.